Manufacturer narrative:
The outcome attributed to adverse event was chipped tooth. The event date is approximate.

Event description:
The consumer reported that their toot protectiveclean power toothbrush chipped off a piece of their tooth.

Manufacturer narrative:
Analysis results: the root cause of the customer's complaint could not be determined as no functional fault could be found with the device.